Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the registered nurse was walking to the patient's room, it was noted that the ventilator was off. When the nurse turned and looked at the ventilator, the screen was black with lettering on it. The ventilator then came back on displaying normal screen settings. The ventilator was switched out for another, though no patient distress or adverse reactions were noted.